Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on patient end with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: customer found black colored particle on patient side needle of 22guage multisample needle.

Event description:
It was reported that prior to use foreign matter was discovered on patient end with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: customer found black colored particle on patient side needle of 22 guage multisample needle.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the needle with the incident lot was observed. Additionally, testing of the customer samples was performed and it was determined that the foreign matter is polystyrene coated in needle lubricant. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.